Event description:
The recovery filter was implanted 3 months previously in a pt that had sustained trauma. When the pt returned for routine filter removal, it was noted that the filter was tilted and had migrated to the supra renal vena cava. The filter was successfully removed.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The filter was not returned for evaluation. In spite of several attempts, very little info could be obtained about this incident. It is unk if pt or procedural factors contributed to this event. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to the following: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.